Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor-quality image inside the patient. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of choledocholithiasis. During the procedure, the exalt d scope lost insufflation a couple of times throughout the procedure, and there was an abundance of air bubbles constantly covering the lens and obscuring the view on the screen. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.